Event description:
A few hours after the customer ate dinner they performed a blood glucose test and received a result of 434mg/dl. The customer took 5 units of regular insulin (normally takes 4 with readings of 350). The customer went to bed. Spouse later noticed the customer was sweaty and non-responsive. Paramedics were called. The paramedics received a result of 35mg/dl and the customer's device read 198mg/dl. The customer was given an glucose IV and was rushed to the hosp. The customer received more glucose at the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.